Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, the surgeon fired to pulmonary parenchyma with stapler, however the stapling and resection were not performed at all and a part like a metal plate appeared from the articulated part of the cartridge. The lung was very hard. The surgeon articulated the jaws with maximum angle and clamped the tissue ,then the display screen showed the device was ready for use. The surgeon considered the thickness of the tissue and waited for a while ,then started the firing. The firing speed seemed to be constant. After the firing ,the surgeon tried to return the knife to the initial position , however could not return the knife and could not close the jaws. Surgeon re-tried to open the jaws over again, then finally could open them, however he/she noted the tissue was not stapled nor resected at all. He/she tried to remove the cartridge out of patient' s body, however could not remove it from the trocar point. Surgeon noted a part like a metal plate appeared from the articulated part of the cartridge and it stuck to the trocar and disturbed removing the cartridge out of patient's body. He/she slightly extended incision of the trocar point , then could remove the cartridge out of patient' s body. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue. The device was removed from the tissue by additionally resecting the tissue. The incision site was extended by less than 3 cm. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload and the jaws were unclamped. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.